Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be due to the tubing being kinked, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. D3, g1, g2 email address: (B)(6).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
(It was reported the pump was beeping but there was nothing on the screen. Patient switched to back-up pump and received blockage detected. Patient to disconnect infusion set from access device until blockage is cleared, to check tubing to make sure it is not kinked or trapped in patient's clothing/pouch, and to check cannula to make sure it is properly inserted. Patient said she did these things and the pump is still alarming. Advised patient to switch to new tubing to see if that helps. Patient was very nervous and anxious while on the phone. Patient switched tubing and was able to successfully restart her remodulin infusion and pump stopped beeping. No patient injury reported.